Manufacturer narrative:
The device was returned for evaluation. Initial observation showed that the rod was fractured along with wear on the rod possibly from a rod holder. Imaging provided showed that the rod fracture occurred just superior to the patient's right l5 screw head. The fracture surface indicates a fatigue fracture, which is consistent with the rod being initially implanted in 2014. However, an exact cause to the reported issue could not be determined.

Event description:
It was reported there was a revision surgery to replace a revere rod that had broken post operatively, causing patient pain.